Event description:
The info provided to sjm indicated an 8f angio-seal sts plus was selected for use in the pt's right common femoral artery following a percutaneous peripheral intervention (ppi). Hemostasis was achieved with this angio-seal. A pre-deployment angiogram was performed. It is unk if the vessel around the puncture site was stenosed. One day following the procedure, no pulse was found on the right dorasalis pedis artery. An angiogram showed the puncture site vessel was completely occluded. A percutaneous transluminal angioplasty (pta) was successfully performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.